Event description:
A nurse manager reported to fresenius customer service that an ultrafiltration (uf) issue occurred during the patient¿s hemodialysis (hd) treatment on the 2008t machine. The patient completed treatment ¿negative¿ and lost 100 cc, despite fluid boluses equaling 200 ml and stopping uf treatment. The saline boluses were provided as a result of the patient¿s blood pressure reaching ¿high 70¿s.¿ it was reported that transmembrane pressure (tmp) alarms were received during this treatment. Additional information was requested. However, a response was not received. There was no reported serious injury or required medical intervention as a result of the reported issue. No samples were provided to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.